Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 27-may-2022. The device evaluation was completed on 09-jun-2022. The device was returned to biosense webster for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a hole on the pebax. The magnetic and force feature were tested and no errors were observed. The force values and the vector were observed within specifications. The evaluation determined that the cause of the pebax damage failure cannot be established. The event described as force issue was unable to be duplicated during the product investigation. However, the blood found inside the pebax area may be contributed to the force issue reported. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. Regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a biosense webster, inc. Product analysis lab observed a hole on the pebax. Initially it was reported that the carto 3 system was displaying a force sensor error (number unknown) when the catheter was plugged into the patient interface unit. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The carto 3 system was operating per specifications and was not responsible for the product issue. The procedure was continued. No patient consequence was reported. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 09-jun-2022, reddish material and a hole were observed on the pebax. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 09-jun-2022.